Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a bent grip, and the tip does not align with the other grip. The grips do not show cracking damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and was able to complete firing clips. The clips were loaded properly, but not able to engage over the target anatomy across different clips. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The clip was loaded properly, inserted into the surgical field properly, and moved towards the artery. The clip could not be closed on the artery. This was tried with multiple different clips. The issue was related to an unsuccessful clip application. The large purple weck hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The user attempted to use the clip applier instrument three times. The instrument was returned to isi for evaluation. There are no photos and/or videos of this event available for isi review. The patient demographics were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.